Event description:
It was reported that a pump issued an altitude alarm, interrupting insulin delivery. The customer's blood glucose level did not exceed 500 mg/dl, showing no adverse impact. Technical support instructed the customer to clean the pump's speaker holes, refill the cartridge properly, and load a new cartridge. After following these instructions and resuming insulin delivery, the alarm did not recur, and the pump returned to normal operation.